Event description:
Clinic revealed a "ventricular lead warning" due to possible damaged lead. Medtronic tech svcs contacted and felt was possible early insulation break. Consult md for further recommendations. Pt to return in 1 month. Fifteen days later, lead replacement, old atrial/vent leads removed along with ICD, implantation of new ICD with new atrial of vent leads by dr.